Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 3, 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and this medical surveillance specialist listening back to the call recording. The cca was advised by the patient that at on (B)(6) 2016 at 7pm, they had an inaccurate high result of ¿180 mg/dl¿ with the subject meter. It is unknown if the results would/would not meet lifescan¿s precision criteria as the comparison is against their feelings and/or normal readings. The patient stated he manages his diabetes with insulin (self-adjuster). The patient confirmed that he did make changes to his usual diabetes management regimen in response to the alleged product issue; the patient alleged taking an increased dose of insulin. The patient claims he developed symptoms of ¿incoherent and dizzy¿ at an unknown time after increasing his dose of insulin base on the meter readings. The patent alleged self-treatment with food and drink alleged having his blood glucose checked by the emergency services at an unknown time after self treatment, the blood glucose ready was alleged to be "78mg/dl". At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.